Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR report the address and phone number information for the surgery center was provided. However, through follow up, it was learned that the doctor's office name, address and phone number was different from what initially provided in the initial MDR report; therefore, the following fields were updated accordingly in this supplemental report: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zct300 toric iol (intraocular lens) rotated and patient would like to have broader range of vision. For those reasons, lens was explanted and replaced with lens model, zxt300. No additional information provided.